Event description:
It was reported that patient¿s ipg was inoperable, surgical intervention was undertaken on 06 october and during the case the leads were found to be kinked. The physician was not able to get a portion of the old lead out, so a portion of the broken lead remains inside the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.